Event description:
It was reported that intermittent occlusion alarms occurred. It was also reported that the wake button was not working. Customer pressed the wake button multiple times, and the wake button performed as intended. Customer's blood glucose level was 350 mg/dl. Reportedly, the customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.